Manufacturer narrative:
A smiths medical pump was returned for analysis. The pump was not physically damaged upon visual inspection. There was no evidence of the alarm in the event log neither was the issue able to be duplicated upon testing. The downstream sensor was replaced as a preventative measure but there was no fault found with the system.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump had issues with an occlusion sensor. There were no reported adverse events.